Manufacturer narrative:
Block h6: problem code a0406 captures the reportable event of sidecar pushed back. Block h10: visual inspection of the returned device found the side car rx tunnel was pushed back 5mm which is out of specification. The working length (sheath and coil assembly) was bent at the distal section. Based on all available information, it is most likely that handling and manipulation of the device during procedure can lead to the side car rx tunnel being pushed back and the working length bent. Additionally, the interaction with other devices could have contributed to the side car pushed back and working length bent. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, there is no indication that the device was not used in accordance with the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the catheter was pulled up towards the handle. Another trapezoid rx basket was used to complete the procedure. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Problem code a0406 captures the reportable event of sidecar pushed back. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the catheter was pulled up towards the handle. Another trapezoid rx basket was used to complete the procedure. There were no patient complication reported as a result of this event.